Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Should additional information becomes available, a follow-up medwatch will be generated.

Event description:
During a follow up call to the facility nurse on 04/14/2010, the nurse advised the patient had been hospitalized on (B)(6) 2010 to (B)(6) 2010 with a diagnosis of sepsis and urinary tract infection but treated for peritonitis. The patient has a history of being non-compliant, has poor technique with his therapy and has been retrained. Antibiotics used to treat the peritonitis are unknown.